Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Mw5084465.

Event description:
It was reported that the patient was revised due to pain and elevated metal ion levels approximately 11 years post implantation. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number: us157852 lot number:782650 brand name: m2a magnum cup, catalog number: 139259 lot number:070130 brand name: m2s magnum taper insert, catalog number: x180311 lot number:752740 brand name: bi-metric stem. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-01568. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted in the patient.

Event description:
It was reported that the patient is experiencing right hip pain and elevated metal ion levels approximately 11 years post implantation. However, no revision has been reported to date. Additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Complaint sample was returned and evaluated against the reported event. Visual inspection of the returned head and taper are found to be assembled and covered in the same yellow liquid. The sporadic film prevents other observations from being made. The exposed face of the taper is scratched. Material from around 1 of the circular cutouts has chipped away. No debris or scratching was observed inside the taper. Additional information does not change the root cause of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.